Event description:
It was reported that device entrapment occurred. The 70% stenosed target lesion was located in the mildly calcified and mildly tortuous vessel. An opticross hd imaging catheter was used for ultrasound examination of the target lesion. During the procedure, the catheter was able to image normally. However, during removal, the tip of the catheter was shredded, and the wire was twisted. The device was removed intact from the patient and was able to complete the procedure. No patient complications were reported.